Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic procedure for hemostasis. The resolution clip device would not complete the deployment sequence by releasing from the catheter. The clinician cut the handle and left it outside the pt. The clinician then pulled the device out of the pt. Numerous attempts have been made to contact the user facility and the clinician regarding pt outcome, but none have been successful. There is no further info available at this time.

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unknown. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.